Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored, and the fixed prime functioned properly. All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the keypad connector on the lcd and no unlocked keypad connector was noted. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.

Event description:
It was reported that the insulin pump was cracked and had an act button that was difficult to press. The blood glucose reading was unknown. The customer stated that the fixed prime delivered 0.4 units instead of 0.5 units of insulin. She noted that she had been hospitalized due to steroids and her blood glucose levels rose. She stated that the device had a scuffed screen due to wear and tear. The caller was advised that the device be replaced. She declined to return the insulin pump. Nothing further reported.